Event description:
It was reported that the patient underwent a breast surgery procedure in 2008. Post-operatively 11 days later, it was found that the patient had developed a seroma. As a result, the surgeon extracted liquid by puncturing. The event is listed as resolved as of 2009.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted. This review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria.